Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Void on valve texture side assessed as a workmanship.

Event description:
The device was explanted.